Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump, and the caller was guided through the process. After the reset, the pump no longer displayed the cgm error, allowing the caller to successfully start a new sensor session.